Event description:
In 2006, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Stenosis in the pt's aorta was evident, causing a pinch in the graft. In 2008, angiogram revealed a proximal type I endoleak. A reintervention took place one month later, using an aortic extender component and a palmaz stent. The endoleak was resolved, pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.